Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 434 mg/dl at the time of incident and went down to 411 mg/dl. The customer declined troubleshooting for high blood glucose event. The customer was treated with manual injections and insulin for high blood glucose level. Customer did not mention any symptoms related to high blood glucose event. The insulin pump will not be returned for analysis.